Event description:
It was reported that the pt experienced a surging sensation, as well as a lack of stimulation effect when stimulation was on. Impedance measurements were >4000 ohms on 0-7. It was also noted that some neg at increased amplitude shocked the pt. The leads were replaced. It was noted that there was no pt injury. The pt recovered without sequela. Additional info received reported that the event was attributed to the device. It was reported that the pt's injury was life threatening, and the pt recovered without sequela. It was noted that following battery and wire revision, the pt had good results.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.